Event description:
On october 5, 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter was producing inaccurately erratic results. The complaint was classified based on customer service representative (csr) documentation and a review of the telephone call by a senior csr. The patient advised the csr that, on an unspecified date, she obtained alleged inaccurately erratic results of ¿190, 195 and 324 mg/dl¿ on the lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient informed the csr that prior to obtaining the reported results, she had developed symptoms of ¿headache and nauseated¿. She explained that she did not receive any treatment for her symptoms. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly at the time of testing and the results were from the same approved sample site. The csr also noted that the patient had followed the correct testing steps. It was confirmed that the test strips were being stored correctly and the test strip vial was not cracked or broken. The patient was unable to perform a control solution test as she did not have control solution at the time of the call. Replacement control solution was sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior to them obtaining the alleged inaccurate results, the alleged meter issue could not be ruled out as a cause or contributor to the event.